Event description:
It was reported that the patient with this left ventricular (lv) lead had phrenic nerve stimulation. Additional information was obtained which indicated that there was no pocket stimulation noted. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.